Event description:
An employee of the user facility's sterile processing department slipped on water and broke her leg. The water was on the floor was adjacent to a washer/disinfector. MFR 8043641-2008-00001.